Event description:
It was reported that the atrial lead had high thresholds and was stimulating (capturing) the right atrium (ra) and the right ventricle (rv) simultaneously. The right ventricular lead required 35 joules shocks to convert ventricular arrhythmia episodes. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, the outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and visual analysis noted apparent explant damage. (B)(4) the full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism.